Event description:
Sub-therapeutic inr was observed on a previous admission and was treated with a heparin bridge. The heparin bridge also reduced the upward trending ldh. It was determined on this admission that the cause of the upward trending of the ldh was device related as an outflow graft thrombus was identified , which presented on (B)(6) 2021 as low flows.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of thrombus in the outflow graft could not be confirmed through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). Additionally, review of the log files provided by the account confirmed a continuous low flow alarm; however, a specific cause for this event could not be conclusively determined. A direct correlation between the reported events and (B)(6), as well as a direct correlation between the reported events and the suspected outflow graft thrombus could not be conclusively established. (B)(6) was returned assembled with the pump cable severed approximately 9.5¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump outlet port, with the sealed outflow graft bend relief engaged to the graft attachment. Additional bend relief material appeared to have been cut, overlapped, and sutured onto the original bend relief. The outflow graft clip was returned properly seated over the sealed outflow graft hardware. A teflon wrap was observed around the outflow graft clip and bend relief hardware. The apical cuff was returned with the cuff lock fully engaged. The device appeared to have been exposed to a fixative agent prior to being returned to abbott for investigation. Examination of the sealed outflow graft revealed that the graft material had been severed approximately 1¿ from the distal end. The severed ends of the two graft portions were tied with black sutures. Upon removal of the bend reliefs, a longitudinal crease was observed, beginning approximately 1¿ from the outflow graft hardware. The tissue on the exterior of the graft did not appear to fill in the space created by this crease, suggesting that this graft deformation was not present during support and likely occurred during/post-explant before being exposed to fixative. The lumen of the graft revealed trace amounts of fixed blood, with a concentration where the graft had been tied, but no evidence of depositions or thrombus formations. Upon disassembly of the returned pump, examination of the remaining textured, blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted controller log files collectively contained data from (B)(6) 2021 to (B)(6) 2021. Persistent low flow alarms were observed beginning on (B)(6) 2021. Consistent with the controller log files, the extracted log files from the pump also showed flow values decrease beginning on (B)(6) 2021. A specific cause for this decrease in flow could not be conclusively determined through this evaluation. Despite the observed decrease in flow, the pump appeared to function as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26mar2019. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿, lists potential adverse events, including right heart failure, hemolysis, and pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿ (under ¿clinical screen¿), contains sections on pump flow, pump speed, pulsatility index, and pump power and addresses the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following the removal of the core and to address one or both as needed. Furthermore, this section, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolisms or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 1 and section 6 of the IFU outline indications of thrombus and how to respond to such events. Section 6, under ¿anticoagulation¿, provided information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 6 of the IFU, (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 7, "alarms and troubleshooting", describes all alarm conditions, including the low flow hazard alarm, as well as the appropriate actions associated with them. The heartmate 3 patient handbook is also currently available. Section 5 of the handbook, ¿alarms and troubleshooting¿, provides information on all system alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted into the site with a pump thrombus in the outflow graft. Periodic and event logs captured low flow events on (B)(6) 2021 and (B)(6) 2021. The patient was hemodynamically stable on a dobutamine and tissue plasminogen activator (tpa) infusion. Additional information was received that reported the patient developed the first low flow alarms at home on (B)(6) 2021. The patient called the vad phone line to report flow at 0.9lpm but normal powers in the 3w's. The patient denied any symptoms. The patient was instructed to drink 1-2 bottles of water (he is not on scheduled diuretics) and call if the alarms returned. The patient called back about 1 to 1.5 hours later to report the low flows increased in frequency to every few minutes and flows were at 0.8 to 1.0 lpm but had normal other parameters. The patient continued to deny symptoms. The patient was sent to the local emergency department (ed) to be started on heparin drop high-dose and readied for transport to another hospital. Patient hemodynamically stable on ed arrival with continuous low flow alarm. The patient was started on dobutamine initiated at 2.5 mcg/kg/min for air transport. Patient admitted to cardiovascular intensive care unit (cvicu) on (B)(6) 2021 around 1700. Arterial blood pressure 89/33/56 mmhg and heart rate 119 bpm. On admission pump flows were at 1.3 lpm, speed 5500 rpm, power 3.5 w, pi 2.6. Pulmonary artery catheterization (pac) and arterial line inserted. Remained on IV heparin and dobutrex. Patient taken for computed tomography angiography (cta) chest (B)(6) 2021 at 0725 that showed thrombus within distal aspect of outflow graft resulting in severe luminal narrowing. Patient started on alteplase at 1 mg/hr 6/1 at 0048 as continuous infusion and heparin discontinued. Over next 18 hours, vad flows gradually increased from 1.1 to 2.2 lpm, powers remained 3.4-3.7 w. Heparin resumed at 1000 u/hr (B)(6) 2021 at 1015. Flows gradually increased from 2.1 to 2.5 lpm over next 10 hours; powers remained 3.5-3.7 w. Dobutamine increased to 4 mcg/kg/min for cardiac index (ci) by thermodilution (td) 1.9 (B)(6) 2021 at 1200. Repeat ci by td 2.5-2.6. Listed as status 2 for heart transplant on (B)(6) 2021. Remained symptom-free. Suitable donor found afternoon of (B)(6) 2021. Patient taken for transplant/vad explant and returned to cvicu post-transplant.